Event description:
It was reported the cx50 ultrasound system was not available for an emergency surgery. It was discovered that the ultrasound system was unable to turn on during set-up. A philips field service engineer secured the power supply connector to resolve the customer¿s immediate concerns. There was no reported patient nor user harm as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.